Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found an internal abrasion breaching the cable lumen at 6.3 cm - 7.0 cm from the distal tip. The redundant conductor insulation was intact.

Event description:
It was reported that the patient was involved in a car accident. The left ventricular lead insulation was abraded. The lead was explanted and replaced.